Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to remove the cartridge from the pump, deliver a 9-unit bolus, and then reload the original cartridge to resume insulin therapy. The issue was resolved successfully.